Event description:
During the use for the thrombus ablation in the external shunt arm, customer inflated that balloon in the axillary vein, when it ruptured. Customer tried to remove the balloon and it detached from the tip of the catheter. Balloon reportedly remained inside the pt body.

Manufacturer narrative:
Device has not yet returned for eval.